Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was implanted for urinary frequency as well as for bowel control. Patient had no good results for urinary frequency since im planted. It was getting better during the night. For bowel control, it was doing ok the first few days but yesterday they started having problems. Yesterday they had one bowel accident and today they lost control of bladder twice and had 2 bowel accidents. Patient mentioned that during the trial, they changed 3 programs and had a trial for 2 weeks. Patient asked if they should be changing programs now. Patient was at 5.0 v in p 4. Every time they tried turning stimulation up it is too much, they could not handle it. Patient would stay on the current program until they see the doctor next time. Patient was implanted for fecal incontinence and gastrointestinal/ pelvic floor.